Event description:
Event description guidant received information that this ventricular lead was reported to have a decrease in the r wave amplitude from 10mv; and a decrease in impedance values from 710 ohms to 410 ohms since the implant procedure almost 3 months ago. There was also an intermittent loss of capture. The patient has had no adverse effects. Sensitivity changes were made to the lead. The physician willl wait until an x-ray is obtained by the implanting physician, to check for microdislodgement.